Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As the device was not returned for analysis, the investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a lesion in an unknown vessel. A 190cm hi-torque 014 bhw heavyweight guidewire (gw) was inserted into the anatomy; however, a flaw on the radio marker was noted [potential visibility issues]. Therefore, the device could not be used. The procedure was continued with the use of a non-abbott device. There were no reported adverse patient effects nor clinically significant delay in procedure. No additional information was provided.